Manufacturer narrative:
Investigation summary: it was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. It was reported that during preparation for the procedure, when inserting the dilator into the carto vizigo¿ 8.5f bi-directional guiding sheath - medium, the hemostatic valve¿s silicone molded piece rolled back, and the dilator could not be properly inserted into the sheath. The sheath was replaced, and the issue was resolved. The sheath was never inserted to the patient¿s body; therefore, the patient¿s hemodynamics was not compromised, and no air entered to the body. No visible damage to the dilator was noticed. The procedure was continued. The device was inspected and the hemostatic valve was observed folded inside the hub, no other damages or anomalies were observed. The folded condition noted on the hemostatic valve is related with the customer complaint and may have appeared to have been caused by excessive force and handling being applied to the device; however, none of those can be conclusively determined. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. Customer complaint was confirmed. The root cause of the damage on the hemostatic valve inside the hub could be related to handling of the device during the procedure; however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-000657851.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and a hemostatic valve separation issue occurred. It was reported that during preparation for the procedure, when inserting the dilator into the carto vizigo¿ 8.5f bi-directional guiding sheath - medium, the hemostatic valve¿s silicone molded piece rolled back, and the dilator could not be properly inserted into the sheath. The sheath was replaced, and the issue was resolved. The sheath was never inserted to the patient¿s body; therefore, the patient¿s hemodynamics was not compromised, and no air entered to the body. No visible damage to the dilator was noticed. The procedure was continued. The reported issue was assessed as a reportable hemostatic valve separation. The biosense webster, inc. Product analysis lab received the device for evaluation and noted on march 6, 2020 that the device was returned in the condition reported as the hemostatic valve was dislodged inside the hub. Therefore, the assessment remains as a reportable issue.